Manufacturer narrative:
Inspection of the device did not find any issues that would result in the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 540 mg/dl while wearing the pod on the leg for between 37 and 48 hours. The patient was hungry and tired but was unable to keep food or liquids down. The patient was vomiting when ingesting food. Tests were performed and the lab results revealed a be of 397 mg/dl, acidosis with a ph of 7.22 and be - 10 mmol/l. The patient was treated with infusion therapy with glucose-naci 0.9% mixture and corrected blood glucose with insulin pump. The patient was released after two nights. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.